Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the cable failure could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a cable failure. Additional evaluation findings are as follows: 1.) A faded rear cover label was noted; 2.) Chipping on the packing cab noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus field representative reported that during the midway point of a procedure, the olympus, model ch-s400-xz-ea, 4k autoclavable camera head disconnected and color bars appeared on the screen. After cleaning the pins of the connector with alcohol and rebooting the processor, the camera still did not connect. A delay of less than 5 minutes occurred during the procedure while an alternate camera was obtained to complete the procedure. The intended procedure was completed. There was no adverse health effect to the patient that occurred and no injury that occurred, associated with the event.